Event description:
An attorney reported that following an intraocular lens (iol) implant surgery, a consumer experienced eye pain and was treated with multiple surgical procedures. The attorney further alleges that the consumer is "blind" in her eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number.